Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc). Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the supplied saf sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted kinked at approximately 15.8cm and 16.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the iabc. No obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The customer also submitted photos for evaluation. The photos show the iabc bladder membrane. The reported complaint can not be confirmed from the review of the photos. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 15.8cm and 17cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon burst" is not confirmed. During the investigation, the returned intra aortic balloon catheter (iabc) was functionally tested with no leaks or alarms noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "balloon burst". Additional informations states that to continue therapy the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patients current condition is reported as "fine".